Event description:
During a procedure, the tip of the catheter broke off in the ureter. Pt had add'l surgery to remove the tip. Facility has discarded the device, no device return.

Manufacturer narrative:
Device has been discarded and a determination could not be made. Please note that the product has a five year expiration date and was manufactured in 1998. Date of the procedure was 2007.